Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, bowel obstruction, foreign body reaction, fibrous encapsulation, pain, abdominal pain, mesh waded up, gastrointestinal symptoms, and adhesions. Post-operative patient treatment included revision surgery, myocutaneous flap advancement, right and left, mesh removal, and hernia repair with new mesh. Concomitant device: versatack stapler, 4.8 mm

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, b7, e1(street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, bowel obstruction, foreign body reaction, fibrous encapsulation, pain, abdominal pain, mesh waded up, gastrointestinal symptoms, adhesions, infection, disability, loss of enjoyment of life, and bleeding. Post-operative patient treatment included revision surgery, myocutaneous flap advancement, right and left mesh removal, hernia repair with new mesh, CT-scan, and small bowel resection. Concomitant device: versatack stapler, 4.8 mm relevant tests/laboratory data: (B)(6) 2009: op note stated CT scan identified a defect at inferior aspect of the mesh (B)(6) 2013: op note stated CT scan showed a hernia containing crevice of small bowel with a small approx 4-5 cm fascial defect just below the intact mesh placed at time of prior hernia repair (B)(6) 2014: pathology report from synthetic mesh specimen showed 3 types of mesh with focal foreign body reaction and fibrous encapsulation

Manufacturer narrative:
Additional info: a4, a5b, b5, b6, b7, d8, h6 (patient and health impact codes, e2402: elevated white blood cell count). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced elevated white blood cell count, chronic cystitis, patchy fibrosis, free fluid, enteritis, nausea, diarrhea, abscess, enterotomy, recurrence, bowel obstruction, foreign body reaction, fibrous encapsulation, pain, abdominal pain, mesh waded up, gastrointestinal symptoms, adhesions, infection, disability, loss of enjoyment of life, and bleeding. Post-operative patient treatment included biopsy, diagnostic laparoscopy, lysis of adhesions, open partial cystectomy, removal of tacks and sutures from bladder, revision of mesh, open ileocecectomy with side-to-side anastomosis, drainage of intraperitoneal abscess, repair of small enterotomy, colonoscopy, revision surgery, myocutaneous flap advancement, right and left mesh removal, hernia repair with new mesh, CT-scan, and small bowel resection.